Manufacturer narrative:
Final device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The hcp reported following placement of the catheter, it was leaking heavily. The catheter placement had gone well and the hcp does not suspect the catheter had been cut. The catheter was replaced and returned to the manufacturer for analysis. The patient "is doing fine."